Event description:
It was reported the ap sizer stylist is locked and did not function. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). D4: diligence is in process to provide product identification information; however, no further information has been provided at this time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The following section was corrected: d4, h4. The cmp was confirmed. Visual examination of the returned product identified signs of repeated use (scratches dings and surface marring). Boom arm is tight but swivels. Knob on the boom arm turns slightly but appears to be cross threaded. Applied steris hinge-free instrument lubricant and knob is still cross threaded. Upon further review, it was noted the locking pin of the knob is riding up the back of the threads. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history for identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. Device has a potential field age of over 10 years and exhibits signs of repeated use. As precaution please note in the ¿instrument/provisional use, care and sterilization¿ instructions for use, under the section titled ¿inspection and functional testing¿, it states: "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer biomet representative for a replacement". Additionally, the ¿precautions¿ section instructs users to "inspect all instruments/provisionals carefully prior to each use¿. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Follow up report (B)(4). Updated:b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h3,h4 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.